Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a severely calcified and very tortuous lesion located at the circumflex. There were no abnormalities in relation to anatomy. The stent inspected post removal of the protective sheath with no issues noted. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the lesion was very resisting and heavily calcified. The doctor wasn¿t sure if the device would make it through, but went ahead and pushed it to the limit. It was reported that the stent dislodgement occurred during delivery to/at lesion. A non medtronic guide extension catheter was used. It was reported that the physician tried to stent something that was very difficult. The physician reported that it wasn¿t the devices fault. Stent came off the balloon in circumflex. The stent was not removed from the patient. An nc balloon was used to retrieve and positioned the stent. No harm to patient. Patient health status post procedure is good. The physician completed the procedure with a 2.25x12mm resolute onyx.